Event description:
The account alleges during an implant procedure, the ra lead was inserted through the sheath to the target (ra appendage). When they physician attempted to peel the sheath is tore in a spiral manner still covering the lead. The physician had to carefully cut the rest of the sheath. The procedure was completed without adverse patient consequences.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.